Manufacturer narrative:
Analysis of the recharger (B)(4) found evidence of the connector being upside down in the plastic boot fdc code (B)(4) applies to the recharger. Fdc code (B)(4) applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 97754, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Fdd applies to the ins (97714) fdd applies to the desktop charger (37761) and the ins recharger (97754) fdd applies to the desktop charger (37761) applies to all plis.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient's desktop charger connector pin was loose, and that the arrows did not align with those of the ins recharger (insr) which had a bad connector. The patients ins turned off and they were hurting. A new desktop charger and insr were sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.